Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information once the stent was properly positioned in the kidney, when it came time to release it with the pusher, the pusher remained stuck in the stent. The stent could therefore never be detached. Another stent had to be used, requiring two invasive procedures in the kidney. This prolonged the operation and therefore the anesthesia time. The defective stent was removed and a new stent was inserted.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaints on the lot number. We received one used sample: a steerable pusher kinked connected to the stent. After desinfection these products were observed: the inner tube of pusher was kinked on the length and outer tube was also kinked just below the luer part. Proximal part of the stent was tore, the loop is incomplete. This defect was due to an excess of force applied on this device. The stent has been disconnected from the inner tube without difficulty. The defect was not reproduced on the returned devices. Furthermore internal diameter of the stent and external diameter of the inner tube of the pusher were measured and all the measurements were conformed to our specifications. Without additional information, coloplast cannot proceed further with the investigation. According to the information known quality database was checked and revealed no anomaly in relation to the describe defect. A similar case study was performed based on double loop ureteral stent, defect disconnection difficult / impossible over last four year: 4 similar cases were found. A rmf evaluation was performed based on criq 246 - risks identified 23403 (hazardous situation: pusher cannot be disconnected from the jj (or with diffculty)) the evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information once the stent was properly positioned in the kidney, when it came time to release it with the pusher, the pusher remained stuck in the stent. The stent could therefore never be detached. Another stent had to be used, requiring two invasive procedures in the kidney. This prolonged the operation and therefore the anesthesia time. The defective stent was removed and a new stent was inserted.